Event description:
It was reported via ms&s " caller states she has a patient with the 5 fr dl power PICC. Caller states the clamp is broken off and is a safety issue. The facility that placed the PICC line broke the clamp and sent the patient home with it. Caller is asking for our recommendations regarding using the line. Is the clamp replaceable or should the line be removed? Caller states she has not informed her provider but will have the provider assess the line." Ms&s informed caller we do not offer clamps separately to replace the broken clamps. Informed caller the clamp is a safety feature for the open ended piccs. Without the PICC clamp, air can enter the line or the patient can bleed out if the connector becomes disconnected. An IV extension with a clamp could be added to the lumen to allow for clamping, however the patient and anyone caring for the line would need to be aware of the broken clamp. Suggested caller consult the provider to assess the line and determine if it should be replaced.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1514 showed no other similar product complaint(s) from this lot number.